Event description:
Same case as MFR report #2134265-2010-03314. It was reported that during a percutaneous coronary intervention (pci) procedure a dissection occurred. The 100% chronically occluded lesion was located in the mid left circumflex artery (lcx). A pt graphix int 182cm was used. An apex monorail 15mm x 2.00mm balloon catheter was advanced to the target lesion and inflated 4 times. At an unspecified time during the procedure, a dissection occurred. No additional patient complications were reported with the patient's status listed as stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed a review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).